Event description:
Reporter indicated a vns hp (B)(4) computer was "not working well". The suspect computer and flashcard have been returned and are pending analysis.

Event description:
Product analysis was completed on the returned computer and flashcard. No anomalies associated with the computer were noted during testing using the ac adapter or the main battery with a full charge. The computer performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.